Event description:
We noticed about a month ago that the bd insyte autoguard winged IV catheter is having trouble retracting promptly into its shield. When I brought up this problem with the rest of the IV team, everyone agreed that they were having the same problem. Mary k had brought up first that she almost stuck herself as she hadn't noticed the needle did not retract. This seems to be happening approximately 70% of the time and we notice it mostly with the 22's. Sometimes, I have to tap it on the table to get it to retract. I also spoke with the chemo clinic an they too state the same problem. Cut and pasted from an e-mail from infusion clinic.